Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise. On (B)(6) 2018, the patient was brought into clinic and the noise was reproducible. The device was reprogrammed. It was noted that the patient was feeling tired and lightheaded but it was unknown if it was due to the lead noise. It was later noted that the right atrial lead also exhibited noise. On (B)(6) 2018, the pacemaker and leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
A partial lead measuring 50.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.